Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. There were no additional findings at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the tc-c3 trolley UK set 1 had sparking at mains cable. The event occurred during preparation for use. There were no patients under anesthesia. There was a delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Also, a correction to d9, h3, h6 type of investigation is being made because the device was inspected onsite by an olympus field service engineer. The device was not returned to olympus; the faulty cable was destroyed. Based on the results of the investigation, the following mechanism likely lead to the event: if an inductive load is connected to (or more significantly disconnected from) a power supply, a surge current is created. In the case of disconnection, the collapsing magnetic field which is present in the inductive transformer core of the olympus transformer units will discharge it's energy by creating a current flow. This is caused by creating (for practical purposes, almost without limit) a voltage which will overcome the resistance of the air and generate an arcing discharge. This is an expected behavior of inductive components and is mitigated against in the transformer designs. This mitigation takes the form of anti-surge circuitry included in the design and of guidance in the instructions for use (IFU) which contraindicate using the mains connector plug as (essentially) a mains switch. However, sometimes users move workstations with the mains connector inserted into a wall supply. This can lead to a partial removal of the plug from the wall if the cable is stretched or pulled during movement. Each subsequent disconnection cumulatively damages the connector. These deteriorations are mitigated against by the IFU warning against moving the workstation while connected and an indication to perform regular maintenance to identify any connector damage and replacement of the mains inlet lead if required. - a similar (though lesser severe) mechanism exists upon connection, though the instantaneous energy is limited by the capacity of the supply (whereas on disconnection it is effectively only limited by the winding resistance of the inductive component). Given the information that the fse had to swap the mains lead, but when the fse arrived onsite he was advised the socket the trolley was plugged into was already disposed of by the hospital, the above mechanism seems highly probable. The cause is thus customer misuse (by moving a connected workstation and/or withdrawing the wall plug ) which is contraindicated (with warning) in the instructions for use for this equipment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.